Manufacturer narrative:
Investigation ¿ evaluation: cook was informed on 30sep2021 of a video from the eastern vascular society meeting that took place in (B)(6). In the video, the presenter displayed a table with a list of zenith device failures that took place during a study conducted at the (B)(6) medical center. The aim of the study was to review the frequency and outcomes of major reinterventions for type I and type iii endoleaks among different devices. This investigation will focus on the failure mode for type 1b endoleak of the leg graft. The study identified 229 patients, in which there was cohort of older (78 +/- 8.5 yrs.) And mostly male (84.72%) patients. Common comorbidities among the patients were hypertension (73.8%), coronary artery disease (46.72%) and active/former smokers (61.57%). As a result of the endoleaks, the patients underwent a re-intervention with either an open conversion or major endovascular intervention that included complete relining, cuff/limb extension or parallel grafting. Rpn and lot information remain unknown. Reviews of the documentation including the drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate controls are in place within the manufacturing process to detect nonconformances related to this failure mode. A review of the device history record (DHR) was unable to be conducted due to the lack of lot information from the facility. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 1 device description: 1.1 zenith spiral-z aaa iliac leg: the zenith spiral-z aaa iliac leg should be used in conjunction with the zenith aaa main bodies (flex, fenestrated, low profile, alpha, universal distal body, and flex aui), branch, or renu and is a part of a modular system consisting of multiple components, most typically a bifurcated main body and two iliac legs. (Fig. 1) the iliac legs are constructed of full-thickness woven polyester fabric sewn to two self-expanding stainless-steel cook-zr stents and a continuous nitinol spiral stent with braided polyester and monofilament polypropylene suture. The graft is fully stented to provide stability and the expansile force necessary to open the lumen of the graft during deployment. Additionally, the cook-z stents placed at the ends of the graft provide the necessary attachment and seal of the graft to the vessel wall. 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up lengths: utilizing CT, length measurements should be determined to accurately assess length as well as planning zenith spiral-z aaa iliac leg components. These reconstructions should be performed in sagittal, coronal, and 3-d. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.3 pre-procedure measurement techniques and imaging: lack of non-contrast CT imaging may result in failure to appreciate iliac or aortic calcification, which may preclude access or reliable device fixation and seal. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events: endoleak endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. 8 patient counseling information: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death final angiogram: 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 10.5 device diameter sizing guidelines the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.2 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. Inadequate seal length. Evidence provided by the complaint facility, device master record, manufacturing documents, and verification testing suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. It should be noted that endoleaks are an inherent risk of the device per the IFU. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: events occurred between 1997 - 2019. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an eastern vascular society meeting that a type 1b endoleak occurred in seven endovascular abdominal aortic repair (evar) patients with unknown zenith aortic grafts. As a result of the endoleaks, the patients underwent a re-intervention with either an open conversion or major endovascular intervention that included complete relining, cuff/limb extension or parallel grafting.